Event description:
It was reported that since the implant procedure, the patient has been experiencing anxiety, depression, headache, discomfort, and burning pain in the head and back when the stimulator is on. Additionally, it was noted that the patients stimulation was inadequate. No device malfunction was suspected. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7058099.